Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1 gram, ongoing, route and frequency was not reported) and magnova injection (500mg, ongoing, route and frequency was not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Ten days after the event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed, and patient was shifted to hemodialysis (twice a week). No additional information is available.